Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient enrolled in the product surveillance registry presented due to audible alert sounding from their implantable cardioverter defibrillator (ICD) and experiencing severe chest discomfort. The alert triggered in reference to the monitoring of the unused rvtip to rvcoil impedance. The alert has been programed "off." The right ventricular (rv) lead pacing was inducing "intercostal stimulation." Reprogramming was attempted but programming did not allow for pacing to occur without intercostal stimulation and patient discomfort. The lead was reprogrammed and the pacing function was turned "off," while the high-voltage, defibrillation programming remains active. A micro perforation was later discovered and the lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.